Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen, prompted for a password, and remained offline despite a reboot. A field service engineer worked remotely with the customer to shut down the station for several minutes and then rebooted it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station screen appeared black and prompted for a password. The customer rebooted the station however, the issue persisted. There were no adverse events or injuries reported based on this event.